Manufacturer narrative:
Should additional information be received then an additional report will be submitted. (B)(4). A carefusion field service engineer has performed an initial onsite device evaluation. Evaluation conclusion is still pending hardware replacement by the carefusion field service engineer.

Event description:
The customer claims the touchscreen on this vela is unresponsive to touch commands while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.